Event description:
It was reported that stent damage occurred. This 2.25 x 20mm synergy xd was used for a procedure in a target lesion. The device was not able to cross the lesion and the edge of the strut proxy was slightly dented. The device was replaced and completed with no patient injury.